Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. No additional information was received regarding the outcome of the event.